Event description:
Customer reported that the pump display was frozen on the welcome screen. There was no reported impact to the customer's blood glucose level as the customer declined to provide this information. Technical support provided pump reset instructions, and the customer chose to reset the pump at that time, resolving the issue.